Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted a 20mm wds. The 20mm closure device failed to anchor to the laa and was recaptured and removed from the patient. A new 24mm closure device was then used. After deployment, the 24mm closure device also failed to anchor the device in the laa. The physician upsized again and used a 27mm device. The 27mm closure device was deployed in the laa, but it did not meet release criteria. The physician then tried a 31mm closure device. This 31mm closure device again did not meet release criteria and was removed from the patient. The physician ended the procedure with no closure device implanted in the patient. The patient was sent to recovery following the end of the procedure. While the patient was in recovery their vital signs diminished and a pericardial effusion was noted. A pericardiocentesis was performed and 350ml of blood was removed from the patient. Following the intervention the patient's vitals stabilized. The patient did not experience any other complications and is expected to make a full recovery.